Event description:
Pt reported that back to back tests performed on the surestep meter using separate finger sticks were 297, 175 and 109 mg/dl. No symptoms were reported. Control solution test results (131, 135) were in range (97-142). Unable to reach pt on follow-up. Letter sent to pt requesting the pt to contact lfs. There was no allegation of harm.